Manufacturer narrative:
Re-submitting this case (3002807350-2016-00009) as per cesub help desk's advise. Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). User facility report number (B)(4). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21 cfr part 803. We cannot rule out causality. Since we do not know if there is any end-user error involved with the device, jmss had conducted an investigation as a precaution if the device contributed to the adverse event. The actual lot number involved in the event is unknown. We requested for the lot number that the clinic is currently using which is 151125381. Based on our reserve sample evaluation and device history record of the lot number provided by the clinic, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Due to unavailability of actual sample involved in the event, we are unable to verify the actual cause of the reported claim. Although we could not establish causal effect (either use error or product defect), we did due diligence and investigated the current lot in-use, in an effort to further substantiate that there is no abnormality observed in our products. As per information provided by the administrator, the dislodgment occurred after 1 hour and 30 minutes into a 3 hours and a quarter hour dialysis treatment. The administrator confirmed that the needle set did not appear defective. Causal analysis reveals that the reported adverse event incidents could be due to some other possible factors that results in the dislodgment of the needle set: poor quality of tape / poor adhesion strength of the tape, gravitational pull on the avf needle set, disinfectant / lotion / medication used on the patient, patient's perspiration, (v) patient's skin condition, cannulation angle. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.

Event description:
Initial report: needle became dislodged during dialysis treatment. Rn responded when patient called out and noted that pt became unresponsive. Rn attempted to return blood to patient via saline rinse when it was noted by pct that venous dialysis needle was dislodged. Venous line attached to arterial needle and all blood was returned additional information: pressure was applied to venous venipuncture site. After infusion of 500ml of saline, patient became responsive, able to verbalize and follow directions. B/p 130/83 heart rate 95. Blood loss estimate around 400ml. Patient was transferred to emergency room via stretcher and was cared by rn.